Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 149 ohms. A max energy commanded shock was performed in which a 41j was delivered and the shock lead impedances measured 105 ohms. The plan is to continue to monitor and technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported.